Event description:
The bact/alert 3d instrument is used with blood culture bottles to detect microbial growth. This complaint was from the blood center, where a single bact/alert 3d cell was identified as having stopped taking readings at 2.8 days of incubation without alerting the customer. This 3d instrument was running version b.12 control module firmware. During unload following maximum test time, the bottle in questions was noticed to have a yellow sensor. Confirmatory testing was performed by customer and determined gram positive cocci growth. Partial platelet unit was already transfused in patient, however, no adverse events were reported for this patient. The other partial unit expired prior to transfusion.

Manufacturer narrative:
The investigation into the complaint has been completed. Following review of the instrument back-ups, a definitive conclusion could not be made as to what sequence of events caused this issue to occur. The recently released b.25 version of the control module firmware for the bact/alert 3d instrument has logging capability that can capture instrument events occuring over the last 30 days of use. If new information regarding this complaint becomes available, this report will be updated. This report has been submitted late because the associated complaint was originally determined to be not reportable. However, during further evaluation by management, a decision was made to file this complaint as a reportable event.